Event description:
It was reported that two days after implant, the implantable cardiac monitor was not sensing the bigeminy premature ventricular contraction (pvc). It was noted that the pvc does have a small positive deflection, but a huge negative deflection. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).